Event description:
Medtronic received a report that the axium coil prematurely detached and there was catheter kickback. The patient was undergoing treatment for a ruptured, saccular aneurysm located in the internal carotid artery. The max diameter was 1.78mm, and the neck diameter was .75mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that 8f vascular sheath was used to puncture through the femoral artery. With the support of the 0.035 loach guidewire and the guide-catheter, the delivery catheter was introduced into the c1 segment of the internal carotid artery. The loach guidewire and the guide-catheter were withdrawn. The 0.014 guidewire guided the 0.017 microcatheter echelon 10 to the c7 segment, and the intracranial support catheter reached the c5 of the internal carotid artery through the microcatheter. The 0.014 micro-guidewire was guided to the aneurysm neck of the a2 segment of the anterior cerebral artery, and the microcatheter was guided to the aneurysm neck of the a2 segment through the micro-guidewire. The detachable coil was delivered to the aneurysm neck through the microcatheter. The detachable coil came out of the microcatheter to form the hoop, but the hoop formation effect was not good and there was a kick-catheter. The coil was withdrawn to adjust the hoop formation, but during the retrieval of the detachable coil, the detachable coil was automatically detached. The microcatheter and coil were removed as a whole, and replaced with new products to continue the operation. No additional medical or surgical intervention was required. It was noted that the pushwire was bent or broken, which was not done on purpose. There had been friction or difficulty during delivery. The physician had repositioned the coil one time. A continuous flush had been administered. No detachment attempts had been made, and the physician did not rotate the delivery pusher. It was noted that the patient experienced impaired consciousness associated with the event. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the spring coil detached itself during the filling and adjustment process. Under the guidance of the fluoroscopic view of a large c-arm machine, the tip of the microcatheter was inserted into the aneurysm cavity, and the spring coil was sent into the aneurysm cavity through the microcatheter. The spring coil detached itself during the process of filling the aneurysm cavity and adjusting it into a hoop. The microcatheter needed to be withdrawn and the spring coil was removed, resulting in vascular spasm. The microcatheter could not be put in place again, causing the surgery to fail and the blood vessel to be occluded, resulting in cerebral infarction in the right anterior cerebral artery supply area. The spring coil detached prematurely, not due to surgical operation reason, the specific reason was unknown. There was serious harm to the patient including vascular occlusion, resulting in cerebral infarction in the area supplied by the right anterior cerebral artery. Additional information was received reporting the patient gave up treatment and was discharged from the hospital on october 28. The patient is recovering with impaired consciousness. There was catheter resistance in the proximal section. The coil came out of the introducer sheath smoothly. The cause of the event was unknown and the coil delivery rod had no kinked phenomenon.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.